Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during initial startup of intra-aortic balloon (iab) therapy, the pump functioned normally for about five to six minutes, then iab disconnected alarm was generated. Pump goes into standby. The customer confirmed all connections were secure and nothing was found to be disconnected, pushes start and pump restarts appropriately. The therapy continued. There was no reported injury to the patient.